Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device had a long boot and then boots to an error. As a result the software was reloaded. It was also noted that it was difficult to pull information from the programmer, the process would hang up at the hard drive, so the hard drive was replaced, the media bay door was missing and the display drops.

Event description:
It was reported that the programmer had a "grave problem" error and would not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).